Event description:
Patient reported teeth sensitivity to hot and cold and mobility. No further information available.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.